Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 1 year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. As insufficient information is provided it is unclear under which circumstances the event happened. With this investigation it has not been confirmed that the device failed to meet its specifications. Finally we found out that the problem was not reproducible. Service software and function tests were performed, all tests were passed without any issues. Due to insufficient information no root cause analysis could be performed. There was no patient or user harm reported. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
Biomed reported "pip's are about 8 above what is set, despite changing circuit."

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 1 year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. As insufficient information is provided it is unclear under which circumstances the event happened. With this investigation it has not been confirmed that the device failed to meet its specifications. Finally we found out that the problem was not reproducible. Service software and function tests were performed, all tests were passed without any issues. Due to insufficient information no root cause analysis could be performed. There was no patient or user harm reported.

Event description:
Biomed reported "pip's are about 8 above what is set, despite changing circuit".